Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was making a screeching sound and wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4)6 is currently underway. The reported problem (screeching sound, will not power up) has been confirmed. Upon eval the monitor would not power on. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog c/a board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.